Manufacturer narrative:
Device evaluation summary: device evaluations of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon evaluation, the cable running from the distribution node to rear therapy electrode ws ripped from strain relief. The root cause for the damaged cable cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's spouse contact zoll customer support to report an exposed wire on her electrode belt. The pt was issued a replacement electrode belt.